Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer had experienced cartridge alarms with consecutive cartridges, but this was not previously reported with the pump serial number used. Technical support decided to replace the pump, sending a new one with updated software. Customer continued to use pump for insulin therapy.